Event description:
It was reported that the latitude monitor had a high impedance alert for this system. The low energy shock impedance was 230 ohms. The impedance has been greater than 140 ohms since last may. Technical services had concern for the system's ability to successfully convert any arrhythmia. So, the patient was brought in and a lifevest was fitted. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. The pulse generator remains implanted. There were no additional adverse patient effects. It was reported that the latitude monitor had a high impedance alert for this system. The low energy shock impedance was 230 ohms. The impedance has been greater than 140 ohms since last may. Technical services had concern for the system's ability to successfully convert any arrhythmia. So, the patient was brought in and a lifevest was fitted. There were no adverse patient effects. The system remains implanted.